Event description:
During a meniscal repair the knot would not slide breaking the suture. The surgeon felt the pt's meniscus got more damaged because of this. A 15-minutes delay resulted. Sales rep stated that the surgeon cut the suture free from the t's and left them in the joint unsupported. Sales rep also stated that the surgeon used an add'l straight fast-fix device to complete the repair.